Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to plum burette set that experienced unrestricted flow during use. The reporter stated "the air vent could not control the infusion of the drip into the bag. Neither abnormalities nor patient safety cases after replacing with a new one". There was no patient harm. The event was noted during infusion.

Manufacturer narrative:
Investigation summary: 2/21/2025 no product samples, pictures, or videos were received for investigation. The complaint of air vent not controlling the drip could not be confirmed by investigation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.